Event description:
Medtronic received information that after the deployment of this transcatheter bioprosthetic heart valve in its target position, the valve popped out of the annulus and migrated to the ascending aorta. A larger size of the same model valve was successfully implanted inferior to this valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.